Event description:
It was reported that during device change-out for normal eri, an insulation anomaly and suspected malfunction was observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).